Event description:
Reporter reported a patient who had been injected with radiesse in the ear lobes and distal nose area. Patient developed severe swelling with pustules present from the right nasal crease up to his glabella, 1 days post-injection. Patient went to the hospital for treatment as the cipro prescribed by dr did not help.

Manufacturer narrative:
Patient returned to dr and was prescribed oral antibiotic, cipro. Patient then went to hospital and was admitted for 2-3 days. He was treated with IV antibiotics; tobramycin, vancomycin and released with oral antibiotic prescription; levaquin. Patient is reported to be healing and may have a small scar remaining. Radiesse injections of the ear and nose are considered to be off-label uses. A review of the device history records indicates that the reported lot #1006711, met all specifications. Dr did culture the infection and it was determined to be enterobacter. Due to the nature of the bacteria found and the fact that there was no infection present at the other 2 injections sites, dr did not feel this event was product related.